Event description:
The operator attempted an arteriotomy closure with a starclose device after an interventional procedure. After deployment of the clip, the operator was unable to remove the starclose device from the pt's groin even using the safety release button. A vascular surgeon was contacted and the device was surgically removed. The surgeon observed that the starclose clip was partially attached to the artery.

Manufacturer narrative:
Based on available information, device malfunction could not be identified.review of the device history record for this lot did not produce any findings that attributed to incident. We have identified a complaint that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as an adverse event.